Event description:
It was reported that during a distal left circumflex (lcx) coronary artery stenting procedure, a balance middle weight (bmw) guide wire was advanced past the lesion without difficulty. A 2.50x12mm trek balloon dilatation catheter (bdc) was advanced through a previously implanted unspecified stent placed approximately three years ago in the ostium of the proximal left circumflex (lcx) artery. Reportedly, there was resistance felt with the previously implanted stent and the bdc during advancement. After multiple advancement attempts, the bdc crossed through the previously implanted stent and dilated the target lesion successfully. The balloon was fully deflated and during the removal of the bdc, resistance was met again with the previously implanted stent. Reportedly, the physician pulled with force, withdrawing the bdc through the previously implanted stent, without damaging the implanted stent, the distal portion of the bdc balloon was noted to have separated. The bdc, guide catheter, and guide wire were removed as a single unit. The patient was re-wired with a new bmw guide wire and a 3.0x38 xience stent delivery system (sds) was advanced to the target lesion, where the separated portion of the balloon was thought to be. The xience stent was successfully deployed at the target lesion, entrapping the separated portion of the balloon against the vessel wall and treating the lesion at the same time. There was no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4) - excessive force. Evaluation summary: the device was returned and analyzed. The reported shaft separation was confirmed on the return and was likely due to retracting the catheter with resistance. It appears that the reported resistance with the stent before and after inflation was related to the case circumstances which could not be confirmed/replicated in a testing environment. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for this lot revealed no other incidents reported for stent resistance, difficult to remove or shaft detachment. It should be noted that the trek rx instructions for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: (2) balance middle weight (bmw); stent: unspecified stent. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.